Event description:
The pt had a short, angled, reverse tapered aortic neck. No endoleak presence was noted after the initial implant procedure. However, the six month follow up noted a massive proximal type I endoleak. The graft had lsot suprarental fixation on one side causing it to migrate distally a little. The physician modified a main body graft by cutting off the legs and placed it in the pre-existing graft. The modified graft was succesfull in sealing off the endoleak.